Event description:
The device was damaged.

Manufacturer narrative:
Additional information added to: recall and z-1768-2019.

Manufacturer narrative:
The reported issue that device broke was confirmed. There were multiple proximate causes identified for the report of broke. They are as follows: right iui (male) with observed corrosion. The iui's must be replaced when signs of corrosion are observed. Membrane fame discolored (cosmetic issue only). Ail housing cracked. Left iui (female) with observed corrosion. Rear case damaged. Door latch worn. Keypad delamination. Bezel crack in lower hinge.

Event description:
The device was damaged.

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.